Event description:
It was reported that prior the lithotripsy procedure, it was found that the fiber (device used 5 times) had a fracture. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that prior the lithotripsy procedure, it was found that the fiber (device used 5 times) had a fracture. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Correction to field d7a: sud reprocessed and reused? Correction to field d7b: reprocessor name. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber tip found there was distorted light exiting the connector face. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture which is likely what the customer was referring to. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire, observed during the functional testing. It was also concluded that the interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instruction for use instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage and, if the fiber appears damaged, to not use the device; return it to the supplier for replacement. With all available information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior the lithotripsy procedure, it was found that the fiber (device used 5 times) had a fracture. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. With all available information, a conclusion code of cause not established was assigned to this investigation. H8 usage of device: changed to reflect reusable fiber.